Event description:
It was reported that the patient with a previously implanted sling underwent a surgical procedure due to increased incontinence. The boston scientific sling loosened and no longer worked. The sling was not explanted and an artificial urinary sphincter (aus) device was implanted. There were no patient complications reported in relation to this event. The patient's outcome was positive post procedure.